Manufacturer narrative:
Concomitant products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. Product ID: 8590-1, lot# n213452, implanted: (B)(6) 2009, product type: accessory. (B)(4).

Event description:
It was reported that the patient had "weaned himself off" of his pump therapy approximately 6-8 months ago. The patient reportedly had concerns about the fentanyl and how strong a medication it was. The patient's pump was alarming because of the empty reservoir. The patient was referred to their healthcare provider (hcp). No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information.